Event description:
The patient underwent implantation of the genio system on date (B)(6) 2026. Approximately 48 hours postoperatively (sunday, date (B)(6) 2026), the patient contacted the implanting surgeon reporting neck swelling. Initial conservative management was recommended. Following reports of progressive swelling, the patient was advised to present to the emergency department. The implanting surgeon evaluated the patient in the emergency department and elected to proceed to the operating room for hematoma evacuation. During preparation in the operating room, progressive airway compromise occurred secondary to the expanding hematoma. The anesthesia team was unable to secure the airway, and the surgeon performed an emergent tracheostomy to establish a definitive airway. Oxygenation was maintained, and there was no evidence of prolonged hypoxemia. The surgeon subsequently evacuated the hematoma and identified a bleeding source located superficial to the implant plane, just deep to the platysma, and not involving the anatomical compartment of the device. Hemostasis was achieved and a surgical drain was placed. The patient was monitored postoperatively without recurrence of hematoma and was discharged with the tracheostomy in place.